Event description:
It is reported that a customer experienced high blood glucose of 497 mg/dl. The customer vomited over the phone and felt sick. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and assisted with a high pressure test. The customer was advised to change their infusion set and reservoir. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.